Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) with multi-function electrodes, the device displayed a "defib fault 78" and "poor pad contact" message. The clinician then attached another defibrillator to the electrodes and converted the patient.